Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloon deflated. The vent alarmed due to the leak. The event occurred while in use with patient at the patient's home. There was no patient harm/injury reported.

Manufacturer narrative:
Corrected data: d3: mfg establishment name. Two devices were returned for evaluation. The device was visually inspected and initially the cuff was sticking. A functional test was performed and the reported issue was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.